Event description:
The surgeon was going to place a broviac and the wire in the catheter set was broken. Ref (B)(4) lot# 6061602. The broviac catheter set includes a guidewire. When the sterile package was opened the guidewire was broken and could not be utilized. Another broviac guidewire had to be opened in order for the surgeon to place the broviac. No harm came to the patient. It seems to be a quality control issue with the broviac catheter itself.